Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD) and the atrial (ra) lead. No changes or intervention were reported. There were no patient consequences.